Event description:
During routine testing of the device at the service center, the technician observed a "beltslip" error message while operating the roller pump. The technician opened the roller pump and discovered a broken belt. Since the event occurred during testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.